Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: corrected data: procode: additional device procodes: mni, mnh and kwq. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(4). Selected flow: 2. Device interaction/functional. Visual inspection: the expansion head screw was reviewed with a blocked locking screw in place. There are clearly visible stress marks at the cone (the cross over from the thread to the locking surface) of the screw head, but almost no marks at the locking surface itself. The visual inspection has shown that the last two thread flanks below the head are slightly flattened. At damages is the anodized layer worn away which indicates that they were caused post-manufacturing. Function test: a function test cannot be performed as the prongs of the screw head are not in the original condition/position anymore. They are expanded after the locking screw was inserted, which shows that the locking feature was functional as required. The expansion of the prongs is required to lock the screw in the swivel ring of the plate. Dimensional inspection: the devices were forwarded to the manufacturing site for inspection. It was possible to remove the locking screw during the evaluation. The relevant features of both devices, the expansion screw and the locking screw, were as far as possible measured and no deviation from the specification could be detected. The outer diameter of the screw head could not be measured as the prongs are expanded. As stated above, this indicates that the locking feature was functional. For both devices, no manufacturing related issue could be detected. Drawing/specification review: the risk management file was reviewed. It was found that this complaint condition is adequately addressed. Summary: the evaluation has shown that the locking screw did fulfill its function as the expansion screw head is expanded as required. Therefore, the complaint is unconfirmed for the locking screw in regard to the expansion head screw back out. However, the complaint is confirmed for the locking screw as it was blocked in the expansion head screw when received. The screw could be removed during the investigation. This indicates that the expansion head screw was not fixed anymore during removal and that there was thus not enough resistance to loosen the locking screw. This would confirm the complaint condition of the backed out expansion head screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales consultant. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent a revision surgery for a cervical spine locking plate since the entire screw and locking screw came away from the plate. The patient had an initial implantation on an unknown date but after five (5) months the cervical spine screw had loosened enough to stand proud from the plate causing the patient to experience difficulty in swallowing. The surgeon removed the loosened screw and inserted a new screw with a different trajectory using x-ray for guidance. The actual case was very straight forward so the surgical procedure was successfully completed with no complications. It is unknown if there was any surgical delay. Patient outcome is unknown. Concomitant device: cervical spine locking plate (part unknown, lot unknown, quantity 1). This report is for one (1) locking screw. This is report 2 of 2 for (B)(4).